Manufacturer narrative:
A siemens field service engineer (fse ) was sent to the customer site for system inspection. The fse replaced a pinch valve 2 and bent ancillary probe. The reagent 2 probe was loose and tightened and associated alignments completed. The customer quality control results were within acceptable ranges and there were no other known total hcg discordant patient results reported at the time of the incident. The cause for the initially discordant result is unknown. No conclusion can be drawn. The instruction for use (IFU) states the following under the limitation section: " this test may be used for detecting pregnancy by the first day of the missed menstrual period. All in vitro assays can generate erroneous results, both clinically false positive results (test results suggesting a condition that is absent) and clinically false negative results (test results failing to identify a condition that is present). There are many possible causes for these types of discordant results. Erroneous results may occur due to interference from identifiable serum constituents or patient-specific serum constituents."

Event description:
A false negative advia centaur xp total hcg result was obtained by the customer on a patient sample. The emergency room questioned the result and said that the patient was pregnant and the result was considered discordant when compared to an previous total hcg result. The customer performed repeat testing on the discordant sample and the result was positive. There was no known report of adverse health consequences due to the discordant total hcg result.